Event description:
Customer reported that beginning in 2009, his adc meter has been missing segments on the 888 of the meter's display and has been giving high and inaccurate readings. As a result he stated he was admitted to the hospital twice for symptoms of feeling "hot, tightness in his chest and trouble moving his arms." Customer did not report any specific meter readings obtained on the dates of the medical events or any specific diabetes-related symptoms. Customer reported paramedics were called, he was transported to a local hospital, diagnosed with hypoglycemia and treated with an IV (solution unk) and given nitroglycerin. Attempts were made to clarify the medical event(s) and treatment reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.